Manufacturer narrative:
The beckman coulter field service engineer replaced the cc (cartridge chemistry) sample probe collar wash valve (solenoid valve) to resolve the issue. No further leaking or spitting from the cc sample probe was observed. (B)(4).

Event description:
A beckman coulter field service engineer (fse) reported the cc (cartridge chemistry) sample probe was spitting/leaking on the customer's unicel dxc 600 pro synchron system while performing service for an unrelated issue. The fse stated the leak was contained to the instrument. The fse was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.